Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue happened during the preparation phase of a coronary examination, which was cancelled. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the wired footswitch was unable to trigger x-rays. A review of the system log file indicated error related to ¿en_x inactive and hand/footswitch pressed.¿ during the corrective maintenance (cm) visit, the field service engineer (fse) found that the issue was related to the footswitch connector, which was broken and poor intermittent electrical connection with the ad7 table socket. The philips engineer replaced wired footswitch. After replacement, the system was returned to use in good working order. The failure of the wired footswitch can be attributed to the issues resolved in medical device correction z-2587-2023. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.